Manufacturer narrative:
Patient age estimated from age at study baseline and event date. Patient weight at time of study baseline. Updated as the incorrect serial number was initially reported to medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study. Additional interventions included antibiotic therapy during 21 days, which began on (B)(6) 2018. The outcome was still ongoing as of (B)(6) 2018.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had pain, blistering, and redness around the ins site scar. On (B)(6) 2018, the patient had emergency room visit. There was wound dehiscence on the ins site. Additional interventions included surgical intervention for wound care and closure to prevent infection. Additional diagnostics included examination which observed wound dehiscence and laboratory testing which revealed no infection. The clinical diagnosis was updated to inflammatory scar at ins site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Laboratory testing results revealed staphylococcus aureus infection of the ins site on (B)(6) 2018. The ins was explanted and not replaced the same day. The event resulted in hospitalization and medical/surgical intervention to prevent life threatening illness/injury/ permanent impairment to a body structure/function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced infection at ins site with pain, blistering, and redness around the scar, but without hyperthermia. Diagnostic methods included examination on (B)(6) 2018. Etiology was described as not related to device/therapy and related to implant procedure. Interventions included ER visit and in-patient/prolonged hospitalization. The outcome was stated to be ongoing. No further com plications were reported.

Manufacturer narrative:
Product ID neu_unknown_ext; lot# /serial# unknown; explanted: (B)(6) 2019. Product type: extension; product ID neu_unknown_ext; lot# / serial# unknown; explanted: (B)(6) 2019. Product type: extension; product ID: neu_unknown_lead ;lot# unknown; explanted: (B)(6) 2019. Product type: lead; product ID: neu_unknown_lead; lot# unknown; explanted: (B)(6) 2019. Product type: lead. Conclusion code applies to the leads and extensions. Code (B)(4)applies to the implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Examination on (B)(6) 2019 indicated there was wound and propogation of infection on the connector implant site between the lead and extension. The leads and extensions were explanted and not replaced on (B)(6) 2019 and disposed of according to biohazard instructions.

Manufacturer narrative:
Product ID: neu_unknown_ext; lot# / serial# unknown; explanted: (B)(6) 2019. Product type: extension; product ID: neu_unknown_ext; lot# serial# unknown; explanted: (B)(6) 2019. Product type: extension; product ID: neu_unknown_lead ;lot# unknown; implanted: (B)(6)2014; explanted: (B)(6) 2019. Product type: lead; product ID: neu_unknown_lead; lot# unknown; mplanted: (B)(6) 2014; explanted: (B)(6) 2019. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The leads and extensions were existing from a previous system implant, so serial/lot numbers were not available. The event esolved without sequelae (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient preferred not to be re-implanted with dbs and try another treatment option with apokinon pump.